Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found two tip clamps contaminated with serum and one was stuck to the ejection sleeve in the reported problem area of the pipette assembly. The tip clamps were replaced. The instrument was inspected, tested without further problem, and returned to service.